Event description:
The customer stated that error code #1120 (assay(x) number (y) calibration failure, fit response too low for cal a) was generated during calibration of the architect folate assay. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.